Event description:
The manufacturer received information alleging a ventilator failed the active exhalation verification test step upon initial evaluation. There was no harm or injury reported. The device evaluation has yet to be completed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed the active exhalation verification test step upon initial evaluation. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer. The customer's complaint was confirmed. The device's three-way solenoid and proportional valves were replaced to address the issue.